Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) was not working and patient can't make it to the bathroom. Patient had been going through 6-7 pads a day. A return of symptom was noted. The stim was set to 1.7 post op and patient thought it was working. Patient was under anesthesia when information was explained and patient did not remember what they told her. Patient stated she ¿feels like¿ someone told her to ¿turn it off¿ and now patient remembered someone told her she did not need to touch anything after ins was implanted. Prior to the call, she bumped stim up to 4.1 and she can ¿really feel it¿. Patient stated stim was very painful and the vibration was too strong. It seemed like stim was turning off when patient turned patient programmer (pp) off. Patient was using button on the side of pp. Patient services reviewed the button use and icon meaning with patient. Patient said ¿no wonder it¿s not working. I¿m using the wrong button¿. She tried to read the booklet to figure it out but said the booklet was too confusing. Patient synced with pp during the call and pp showed stim was on. Patient stated the pp was set on program 1 at 4.2v and stim hurt like "profanity". She decreased stim because stim was too high and causing her pain. She decreased stim to 1.7 and said she can feel stim at comfortable level now. Patient confirmed she can feel stim in the bicycle seat area, between urethra and rectum. Patient services reviewed pp use and sending patient a quick guide to explain use of pp. Pp was functioning as intended during the call. Patient stated the reason for stim going off and not working was user error. Patient stated the trial worked (B)(4). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that patient changed the program but still it was not working well. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the stimulator not working was that the patient was turning it off. The patient¿s symptoms/issues had not been resolved and they were going to their doctor on (B)(6)2017. No further complications were reported/anticipated.